Event description:
It was reported that the patients ipg was not functional as intended. The patient underwent an ipg explant procedure. No further information has been obtained despite good faith efforts.

Manufacturer narrative:
Block b3: exact date unknown, event occurred on the explant date.